Event description:
It was reported by the customer that a pyxis anesthesia es system encountered an issue where the medications in the drawer 2.1 and 2.2 were inadvertently swapped due to both drawers being unlocked simultaneously. Addtionally, it was reported that the customer were unable to reassign the medications and reposition the drawers. The customer tried to resolve the issue by reconfiguring the system, but the issue still persists. This incident hindered the users from accessing the medication, thereby causing a delay in patient care. However, it was confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system experienced inventory discrepancies as a result of a data synchronization error. The technical support specialist found that the data was not being uploaded during the synchronization process. Additionally, the database was deleted, and the medical application was restored to facilitate the resynchronization of the data. The system functioned as intended after the technical support specialist troubleshot the device.